Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was observed, but the cause of the issue was unable to be verified. As a result, the ECG isolator was replaced to reduce the probability of reoccurrence. Analysis of reports of this type has not identified an increase in trend.